Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery advisory for lithium clusters, the cardiac resynchronization therapy defibrillator was prophylactically explanted and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.